Event description:
The patient was reportedly struck at the implant site with a ball. The patient reportedly experienced intermittency between the external equipment and the cochlear implant followed by loss of lock. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Surgery to explant the patent's device has been scheduled.